Manufacturer narrative:
Device identifier: (B)(4). The perforator was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A physician reported that on (B)(6) 2020 the codman disposable perforator failed to disengage during the making of the 1st burr-hole with a medtronic drill drive. Dura mater injury was observed as it adhered to the bone where the device was used. Bleeding was confirmed, so hemostasis was performed. No surgical delay was reported.